Event description:
On (B)(6) 2012 the patient/lay-user's mother contacted lifescan (lfs) alleging that her son was experiencing a display issue with her one touch ping meter. The complaint was classified based on the customer care advocate (cca) documentation. The patient's mother reported that the alleged issue with the subject meter's black marks began on (B)(6) 2012, at 1:00 pm. She stated that her son manages his diabetes with humalog insulin (pump therapy) and due to the alleged issue she denied that her son made any changes to his usual diabetes management treatment. The patient's mother claimed one hour after the alleged issue started, her son had a headache, felt nauseated with excessive thirst and urination. In response to his symptoms, on (B)(6) 2012, at 3 pm, she reportedly treated him with 28.1u of humalog insulin. She also reported that the patient tested with his sister's meter at 2:30 pm and obtained a glucose result of "536 mg/dl." During the initial call with customer service, the agent noted that there was no information of misuse of the device and it was not the first time it was in use. Replacement products were sent to the patient. The patient's product has been returned and evaluated by lfs product analysis on (B)(6) 2012 with the following findings: the meter involved in this case has failed testing. Product analysis showed lcd cracked/broken (702). This complaint is being reported because the patient's mother claims her son was unable to test his blood glucose due to the reported issue and reportedly developed symptoms suggestive of hyperglycemia after the reported issue began.

Manufacturer narrative:
The patient's product has been returned and evaluated by lfs product analysis on march 21, 2012 with the following findings: the meter involved in this case has failed testing. Product analysis showed lcd cracked/broken (702). The 510(k) # is k082590.